Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male pt, the device's associated paddles did not function. The clinician had to shock the patient by pressing the "shock" button the device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.